Manufacturer narrative:
(B)(4). The device was not returned for analysis. The failure to cross was likely due to anatomical conditions. Additionally, after the failed attempt to advance, it is likely that the stent became compromised on the balloon and during withdrawal, the stent dislodged from the balloon. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of lot specific product issue. The otw omnilink elite instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions. The investigation determined that the reported difficulties are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% to 90% narrowing in a saphenous vein graft (svg) to the obtuse marginal (om) branch. A 6.0 x 29 mm omnilink stent delivery system (sds) was selected for the procedure. The sds was advanced with resistance to the lesion, but would not cross due to the plaque. During removal of the sds from the anatomy the stent implant dislodged and came completely off the balloon. A snare device was used to retrieve the stent implant from the anatomy. A new unspecified sds was used to successfully complete the procedure. No additional information was provided.